Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient fainted and was hospitalized. The lead exhibited loss of capture. During the lead revision procedure on (B)(6) 2014, insulation damage was noted on the lead. The lead was explanted and replaced.